Event description:
It was reported that the hospital experienced an unknown issue with the prograsp forceps instrument during a da vinci prostatectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found upon visual inspection inside the housing that the grip cable was derailed on the clamping pulley with no loose screws. Failure analysis investigation also found the following additional damages to the instrument: dry residue was found on the clamping pulley by the derailment of the cable. The evidence was inconclusive, but the corroded/contaminated damage was likely due to improper cleaning. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The pitch cable was frayed at the distal idler. No damage found on the pulley and clevis. There were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.